Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with gauze. The customer stated that the gauze is fraying when the doctors open them up to work on the small areas in their pediatric and neonate cases. The customer had one incident when the gauze frayed into a pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.